Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint states that loss of connection was reported. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.no additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned (B)(6) 2018 for evaluation. Performed visual inspection and passed. Performed voltage test and passed. Performed pairing test with nordic bluetooth device and passed. Performed transmitter functional test and unable to perform. Performed share log review and no data was fund. The reported event of a loss of connection was confirmed. The probable cause is a defective transmitter